Event description:
A reservoir and drain combination used on a pt did not drain. Two drains were connected to a single drain y-body. The reservoir was subsequently changed and drainage was accomplished.